Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4)-incomplete. The exp date is currently unavailable. The complaint device was received and inspected. The complaint can be confirmed. It was observed that when the trigger was pushed, the front elbow tunnel of the device was pushed off by the wire. In this form, the device cannot be used. However, when the elbow tunnel was held in place as if it were attached to the device and the trigger was pushed, the wire could be pushed outward through the elbow tunnel as intended. It appears that the weld between the front elbow tunnel and the main shaft of the device has been broken. A member of new product development (npd) quality was consulted for further insight into the reported failure. The npd member indicated that it takes a substantial amount of force to separate the elbow from the shaft of the device, which will also deform the main shaft of the device. Since the device appeared to have no other structural anomalies, the npd member indicated that this failure may have been caused by a manufacturing defect. A non-conformance search was conducted to investigate any defects during production identified that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices with the product code that were released to distribution. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective and preventative action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure, it was observed that the ideal sutgrasper 60 deg ea device could not be used. During in-house engineering evaluation, it was determined that the weld between the front elbow tunnel and the main shaft of the device had been broken. It was reported that the surgery was completed without any other problem; although, it was not reported how the surgery was completed. It was reported that the device was brand new and first use when the issue occurred. There was no surgical delay and no harm to the patient. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. It was observed that when the trigger was pushed, the front elbow tunnel of the device was pushed off by the wire. In this form, the device cannot be used. However, when the elbow tunnel was held in place as if it were attached to the device and the trigger was pushed, the wire could be pushed outward through the elbow tunnel as intended. It appears that the weld between the front elbow tunnel and the main shaft of the device has been broken. A member of new product development (npd) quality was consulted for further insight into the reported failure. A non-conformance search was conducted to investigate any defects during production identified that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. We cannot determine a definitive root cause for the weld failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective and preventative action is required and no further action is warranted. However, depuy synthese mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The expiration date is unknown.